Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has 10mm longitudinal tear starting 5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, during the second inflation at below the nominal pressure, the balloon ruptured. The device was smoothly removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for pre-dilation. However, during the second inflation at below the nominal pressure, the balloon ruptured. The device was smoothly removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.